Event description:
Reamer hose attached to an extension delivering nitrogen ruptured spontaneously with fragments dispersing throughout the operating room. Guage pressure set at 100. Debris in wound necessitated surgical cancellation.